Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6 - type of investigation - 4114 - device not returned is n/a which was previously reported report. Visual evaluation of the returned device shows signs of use and dimensional analysis performed shows the result are within specification. Additional information received doesn't change the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: patient presented with a loose tibia following a fall with CT showing no clear fracture, aspirate negative for infections; the tibia was completely loose; no intra-operative complications were reported. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a left knee revision approximately 3.5 years post implantation due to loosening of the tibial component.

Manufacturer narrative:
(B)(4). Concomitant medical products: 42500006401 - femoral component - 62254164. 42512400711 - articular surface - 62768659. Foreign report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2020-00315. 0001822565-2020-04036.

Event description:
It was reported that the patient underwent a knee revision approximately 3 year post implantation. Attempts have been made and no further information has been provided.